Event description:
During a remote follow-up, myopotential oversensing episodes were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable with no consequences.